Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited perforation. Technical services (ts) reviewed and provided troubleshooting options. This lead remains in service. No additional adverse patient effects were reported.